Manufacturer narrative:
A.2. Patient age at the time of event and date of birth corrected.

Manufacturer narrative:
D.10. Concomitant medical products and therapy dates: 2 l of o2 via nasal cannula. Aspirin 81 mg tablet, delayed release (dr/ec) (aspirin) 1 tablet by mouth once a day. Eliquis 5 mg tablet (apixaban) 1 tablet by mouth twice a day. Lorazepam 1 mg tablet (lorazepam) as needed. Topiramate 200 mg tablet (topiramate) once a day. Spiriva with handihaler 18 mcg capsule, w/inhalation device (tiotropium bromide) inhale 1 puff as directed. Proair hfa 90 mcg/actuation hfa aerosol inhaler (albuterol sulfate) inhale 1 puff as directed. Tramadol 50 mg tablet (tramadol) take 1 tablet by mouth three times a day. Ropinirole 1 mg tablet (ropinirole) take 1 tablet by mouth once a day. Isosorbide mononitrate unspecified (isosorbide mononitrate) take 1 tablet by mouth once a day 15 mg. Pantoprazole 40 mg tablet, delayed release (dr/ec) (pantoprazole) twice a day. Escitalopram oxalate 20 mg tablet (escitalopram oxalate) once a day. Metformin 1,000 mg tablet (metformin) twice a day. Albuterol sulfate 2.5 mg/3 ml (0.083 %) solution for nebulization (albuterol sulfate) four times a day. Omega-3 fish oil 300-1,000 mg capsule (omega-3s-dha-epa-fish oil). Magnesium oxide 400 mg (241.3 mg magnesium) tablet (magnesium oxide) once a day .gabapentin 400 mg capsule (gabapentin) three times a day. Losartan 100 mg tablet (losartan) once a day. Lovastatin 20 mg tablet (lovastatin) once a day. Ferrous sulfate 325 mg (65 mg iron) tablet (ferrous sulfate) once a day. Symbicort 160-4.5 mcg/actuation hfa aerosol inhaler (budesonide-formoterol) as needed. Metoprolol tartrate 25 mg tablet (metoprolol tartrate) twice a day. Aripiprazole 5 mg tablet (aripiprazole) once a day. Polyethylene glycol 3350 packet. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation was performed. The evaluation found the following: there is no evidence of a type 1a, type 1b, or type 3 endoleak. The image quality for the delay series is not able to be evaluated due to significantly poor quality and excessive streak artifacts. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment using gore® excluder® conformable aaa endoprostheses. On (B)(6) 2023, the physician reported a type ii endoleak, and an angiogram was planned. On (B)(6) 2023, the angiogram was performed. Distinct type ii endoleaks were observed originating from the patient's lumbar arteries. It was reported that the lumbar arteries feeding the aneurysm sac were cannulated and coiled with great success. The type ii endoleaks were resolved. There were no further reported issues. The patient tolerated the procedure.